Event description:
It was reported that the gastrointestinal videoscope displayed a b30 and e216 scope communication error message. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: b30 scope communication error. Based on the results of the investigation, a definitive root cause could not be identified for the customer reported failure as it was not confirmed that there was a problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.